Manufacturer narrative:
F10. Corrected health effect - impact code, supplemental #1 report: inadvertently left out f1904 coding.

Event description:
The term for "revisioning the device" was later updated to protrusion. It was reported that the patient's physician did not believe the generator shifted or was protruding out of their chest. The surgeon stated the generator was "pretty deep and in place"; however, they placed the device lower and deeper in the chest. The device was confirmed to be working well.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
Additional information was received noting that the protrusion is now recovered/resolved. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
An adverse event of revisioning the device was reported. It was noted to be definitely related to the implant surgery and the outcome is not recovered/ not resolved. Surgical intervention was taken for this adverse event. No other relevant information has been received to date.